Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies)/ spinal pain. It was reported that the patient needed her device adjusted because now she felt stimulation in her stomach and she has not seen anyone in over a year concerning the device. Patient stated that she turned down stimulation really low because it was bothering her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn¿t know the cause feeling stimulation in the stomach and it happened before. The patient reported that she called a tech and had to cancel the appointment and she hadn¿t heard from another. The issue wasn¿t resolved. No further complications were reported.